Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to reposition her generator due to discomfort. Diagnostics showed lead impedance within normal limits (impedance value ¿ 2171 ohms). Patient manipulation or trauma is not believed to have caused or contributed to the event. It was noted that a non-absorbable suture had been used to secure the fascia at implant surgery.